Event description:
The customer reported a failure in the kv automatic regulation. No pt injury was reported.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.